Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited loss of bluetooth (ble) telemetry. The device was reinterrogated to re-pair the ICD. There were no patient consequences.